Event description:
The customer received low and "zero" results for multiple assays for over two weeks. Data was provided for one patient sample. The initial total bilirubin special result was 0.15 mg/dl and was reported outside the laboratory. The result was questioned by the doctor and the sample was repeated. The repeat result was 13.56 mg/dl and a corrected report was sent. There was no effect to the patient as the doctor questioned the result. The total bilirubin reagent lot number was 66835201 with an expiration date of 11/30/2013. The field service representative determined the sample was partially clogged. He replaced the sample probe and performed probe adjustments. To verify the analyzer operation, he performed precision runs. The customer ran acceptable controls and patient samples.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.